Manufacturer narrative:
It was reported that the end user was using a bath bench in the shower and while the end-user was attempting to transfer from the bath bench over to his wheelchair, the bath bench broke and collapsed in the center. The end user reports he fell part in and out of the bathtub and onto the bathroom floor. End user reports his daughter assisted him into the wheelchair after the fall. End user state's the following morning his right ankle, foot and toes were swollen, black and blue. End user called his primary care provider who instructed him to go to the emergency room (ER). In the ER, unspecified x-rays were taken which confirmed the end user had broken his right tibia and fibula, which was then casted. The sample has not been returned, therefore a root cause has not been determined. No additional details are available related to the customer reported issue. Due to the reported incident, required medical intervention and in an abundance of caution, this is an MDR reportable event. If additional information becomes available, this report will be reopened and reevaluated.

Event description:
It was reported, the end user fell and broke his right tibia and fibula while transferring from a padded transfer bench into his wheelchair.